Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent malfunction alarms occurred. The customer did not have an alternate method of insulin therapy available but tandem technical support instructed customer to follow up with hcp. Customer¿s blood glucose level was 134 mg/dl.